Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main full height drawer 2 was reportedly failing intermittently. No hardware failures were observed upon arrival. The field service engineer (fse) shut down the medstation, removed the back panel, and inspected the components and cables behind the drawer. The latch sensor was found to be improperly mounted on the hard stop and was replaced. A final test was initiated using the hardware test application, which passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2 kept failing. The user confirmed that the drawer had to be recovered several times a day. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.